Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase levels. The patient also experienced low voltage hazard events while connected to the mobile power unit (mpu) on (B)(6) 2020 and (B)(6) 2020. There was also a total loss of power to the unit enabling the backup battery in the controller briefly until the power was restored to the mpu. No other unusual events were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained data approximately 41 days of data (04apr2020 ¿ 15may2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 from 12:09:21 to 12:10:45 and on (B)(6) 2020 at 03:34:01 due to losses of external power while connected to the mpu. The alarms resolved once power from the mpu was restored. The system controller backup battery supported the system during the losses of external power. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including if the mpu ac power cord came loose at the wall outlet or at, the back of the unit, or if the power to the house was interrupted); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including low voltage hazard and no external power alarms and, the actions to take if the issue does not resolve. The heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit and the actions to take if the mpu loses power. The patient handbook and instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.